Manufacturer narrative:
Product event summary: the device was returned and analyzed. The no output and no telemetry conditions were the result of lifted hybrid bond wires. (B)(4).

Event description:
It was reported that the implantable pulse generator (ipg) could not be interrogated and failed to pace. It was noted the device went end of life (eol) sooner than expected. The ipg was explanted and replaced.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).